Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient having soft tissue issues that helps stabilize the joint; causing the implant to dislocate. The surgeon used a larger socket and glenosphere for stability.